Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7fr sheath hole prior to a transcatheter valve repair (tvr) procedure. Reportedly, the proglide device caught in the anatomy, requiring slight force to be applied to pull it out of the patient. No vessel damage was reported. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14fr sheath and the tvr procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.